Event description:
Mxp2508827; ra601362 customer reported discrepant negative reaction in antibody screening for one patient sample using 0.8% surgiscreen lot: vss436 in conjunction with their ortho vision ID-mts analyser. A 50-year-old female patient has a history of being transfused with 28 units of packed red blood cells between dec2022 to feb2023. A negative antibody screen with lot: vss436 was reported to the clinician with patient sample tested on (B)(6) 2023. On (B)(6) 2023, a fresh sample from the same patient tested 1+ positive with cell# 2 of vss441. Anti-e was able to be identified. Customer was able to retest patient sample from on (B)(6) 2023 with lot: vss441 and they obtained a 1+ positive reaction with cell# 2. Customer determined that a biased false negative antibody screen result was reported to the clinician on (B)(6) 2023. They have since informed the clinician of the correct result. The customer reported that the patient was not harmed as a result of the reported event.

Manufacturer narrative:
Retains testing for 0.8% surgiscreen lot: vss436 was not requested due to the product having expired at the time this assessment was made. A review of the donor used to manufacture cell 2 of 0.8% surgiscreen lot: vss436 (being e(rh3) antigen positive) was performed. No trend or systematic failure of this donor was identified. A review of the manufacturing batch record of 0.8% surgiscreen lot: vss436 and no non-conformances or deviations relating to the customers issues were identified for these products. The results of all in-process and quality assurance release for sale tests were found to be within specifications. The assignable cause of the discrepant negative antibody screening result obtained by the customer is likely sample related, the customers anti-e(rh3) antibody being weak and/or at detection limit of the reagents and technique used and/or associated with the variability of expression of e(rh3) antigens present on reagent red blood cells. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyser to perform as intended. The patient was not harmed. In mitigation of the discordant negative antibody screening result obtained by the customer, the device instructions for use of 0.8% surgiscreen red cell reagent state: ¿optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies.¿